Event description:
Additional information received reported that the patient had a "hard" fall. It was stated that the patient fell on her side; the same side the device was located on. The patient stated that she "could tell something wasn't working right". The patient had a doctor appointment on (B)(6) 2013 and was going to have surgery on (B)(6) 2013 "to repair the device". It was stated that more information will be provided after the surgery.

Event description:
It was reported there was a loss of therapeutic effect. Patient indicated when they lay down at night the implants felt like it was poking through their skin. It was also noted it felt like it was poking through when they sat in certain ways. It was reported the patient had a "bad" fall and fell on the implant approximately one month prior. It was noted the patient was starting to get up three times a night. Patient felt stimulation on the lip of the vagina, same as before, but was feeling it on and off. Prior to the fall the patient felt stimulation when they turned it up. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot # v892721, implanted: (B)(6) 2012, product type lead; product ID 3037, serial #(B)(4), product type programmer, patient. (B)(4).